Event description:
It was reported that the renasys canister gave a full canister alarm and had a strong odor, the treatment was completed with a back-up canister. No patient harm or important delay reported.

Manufacturer narrative:
H10: h6: the devices used in treatment have not been returned for evaluation, however the photo supplied has been reviewed confirming the canister was not full at the time of, establishing a relationship between the reported alarm events. Although these details are supplied we cannot provide a definitive root cause. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. With regards to the odor reported, the process used during manufacture captures a 100% check to ensure that the carbon filter to prevent odor is installed, again without receiving a sample or control sample of the same batch lot, root cause remains undetermined. However, it should be noted that the device itself has an odor filter which should be changed at each service undertaken, this may have contributed to the odor reported. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances, instances relating to alarms are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.